Manufacturer narrative:
It was reported that the table allegedly did not stop moving when the pendant button was released due to the button being stuck. There was no injury or adverse event reported. A stryker field service technician went to the customer site and visually examined the table and conducted tests of all movement functions. There were no errors found during the testing and they were unable to replicate the complaint. The hand pendant used during the procedure was not returned by the customer to stryker for evaluation. The customer used their back up pendant for the procedure without any difficulties. The table was returned to full use.

Event description:
It was reported that the table did continued moving with the pendant was released and the button was stuck. There was no injury or adverse consequence reported.